Event description:
On 04/17/2000, the MFR received a claim letter from the pt's attorneys that states the following: attorney's office has been retained to represent the pt in a claim against the MFR for bodily injuries resulting from an accident as designated below: date of occurrence: may 1, 1998, surgery. Place of occurrence: facility in another state. For MFR's own protection MFR should notify your insurance company within a reasonable time from the date hereof. Attorneys shall be compelled to take the necessary legal action against MFR in this matter. The notice of attorney's lien states the following: MFR is hereby notified that the pt has placed in attorney's hands for suit or collection, a claim, demand or cause of action against MFR growing out of bodily injuries and property damage sustained by client at or about the 1st day of may, 1998 through the sale of a dangerous and defective product know as catalog no. 40050 and lot no. 14592. The aforesaid has agreed to pay attorneys for such services as a fee a sum equal to one-third of whatever amount may be recovered therefrom by suit or settlement, and that attorneys claim a lien upon said claim, demand or cause of action for such fee. No further details were provided. On 04/18/2000, the MFR's v.p. Regulatory affairs contacted the pt's attorney for add'l info and was informed of the following: chest x-ray on 09/08/1999, revealed a portion of the catheter was lodged in the pt's heart. The pt was complaining of chest pain. The pt was informed of problem on 09/14/1999. The catheter segment was retrieved from position in heart (retrieval date unknown). The device was explanted (explant date unknown). The MFR's v.p., reg affairs requested a copy of the medical records from the attorney and received affirmation that they would be provided. Access to the device was requested. The v.p. Reg affairs was informed that it is being held by the implanting/explanting facility's risk mgr. No further details were provided at this time.